Manufacturer narrative:
On 04 nov 15 the medical affairs director made the following analysis: from the supplied image I cannot identify any plausible cause for loosening. The stem looks correctly implanted, maybe a little oversized but this is subjective and literature is available to confirm that thin cement mantles can work very well. I have no basis to formulate a credible hypothesis of root cause for this loosening. As the implant design is proved correct by over (B)(4) implantations worldwide, it is more likely that the problem lies in the cement or cementation history of this particular case, but there is no evidence to support this theory. Batch review performed on 05 november 2015: lot. 136211: (B)(4) items manufactured and released on feb, 18th 2014. Expiration date: jan, 31st 2019. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 06 nov 15 it was prepared a final report with the information above. On the same day it was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of anterior hip pain. During surgery the surgeon noticed the patient's stem was loose and revised it. There was no infection. The explants will not be returned. X-ray is available.